Manufacturer narrative:
The customer contacted a siemens customer care center (ccc) to report that their laboratory information system (lis), which is connected to the dimension exl with lm instrument, ordered previous patients' panel tests for other patient samples. Siemens reviewed the information provided and determined that the non-siemens lis recycles sample ids and the customer did not delete the test ordered from the previous patients. The customer reported that there were no discordant results produced by the dimension exl with lm instrument. The cause of the event is related to the functionality of the lis and the operator's method in handling replicated sample ids. The siemens' instrument is performing within specifications. No further evaluation of the device is required.

Event description:
A non-siemens laboratory information system (lis), which was connected to a dimension exl with lm instrument, recycles sample ids and the lis ordered extra testing for four patient samples. The customer reported that a comprehensive metabolic panel, lipid plan, human chorionic gonadotropin, and ammonia were ordered on the patient samples on (B)(6)2018; since tests other than what were ordered were run, the customer did not report any discordant results to the physician(s). There are no known reports of patient intervention or adverse health consequences due to the non-siemens lis ordering extra tests.